Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that after the stent was deployed and the balloon deflated, there was withdrawal resistance and the distal shaft of the catheter separated; however, it was still on the guide wire, so everything was withdrawn as one unit and there was no further incident. No pt effects were reported. The pt is fine. No additional info is available.

Manufacturer narrative:
(B)(4). Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that there were a total of six products returned, the separated xience stent delivery system, another company's catheter, a bmw universal guide wire, another company's guide wire and guiding catheter, and a copilot. The stent delivery system (sds) was returned with thick blood in and on the balloon, on the shaft, and in the inflation lumen and guide wire lumen. There was contrast visible in the balloon. The balloon was returned loosely folded. The shaft had separated 25.1 cm proximal to the proximal seal. The fracture faces were jagged and slightly stretched for a length of 1 mm. The separated portion of the sds was returned inside the other company's guiding catheter. There was 6.6 cm of the distal end of the sds extending out the tip of the guiding catheter. There was no other damage noted to the sds. There was a bmw universal guide wire returned inside the guide wire lumen of the sds. There was a slight bend 1 cm distal to the proximal end of the wire. There was corrosion on the tipball. There was no other damage noted to the guide wire. There was 1.2 cm of the distal end of the other company's catheter and 1.9 cm of the tip of the other company's guide wire extending out the tip of the guiding catheter. The copilot was returned attached to the guiding catheter. There was thick dried blood in the copilot. There was no damage noted to the copilot. The shaft of the guiding catheter was kinked 26 cm distal to the strain relief tubing and flattened 26.3 cm and 80 cm distal to the strain relief tubing. There was no other damage noted to the guiding catheter. The distal end of the guide wire up to the hypotube was advanced through a hole gauge and met manufacturing criteria. The proximal end of the guide wire including the hypotube was advanced through a hole gauge and met manufacturing criteria. A mandrel was advanced through the tip of the sds past the proximal seal and this met manufacturing criteria. A new sds was advanced through the guiding catheter and there was no resistance noted. The stent implant was deployed and the balloon was deflated and withdrawn from the guiding catheter and there was no resistance noted. The bmw universal guide wire was backloaded through the separated sds and there was resistance noted due to the thick blood in the guide wire lumen. The guide wire lumen was flushed with water and the bmw universal guide wire was backloaded through the separated sds and there was no resistance noted. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.